Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment confirmed the presence of a type 3a endoleak and complete component separation. The most likely cause of the loss of seal and the complete component separation was related to the moderate aortic neck angulation, and the large blood lumen diameter at implant. These conditions allowed for progressive stent remodeling. There were no procedure, user-related factors, off-label or cautionary product use conditions that contributed to this event. Associated clinical harms for this device failure included: type 3a endoleak with a complete component separation; aneurysmal sac growth; and a secondary procedure. Additionally the clinical evaluation identified suboptimal placement of the main body during the initial implant procedure. The suboptimal placement resulted in the placement of two non-endologix stents. The review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. At the completion of the clinical investigation a type 3a endoleak with component separation was identified. The physician implanted an additional suprarenal aortic extension and an infrarenal aortic extension to seal the endoleak. The patient was reported as good and there have been no additional adverse events reported for this patient.